Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit this cardiac resynchronization therapy defibrillator (crt-d) only recorded four episode in the arrhythmia log book when sixteen were noted on a programmer interrogation. Boston scientific technical services reviewed the data and thought it was a memory corruption error that would not affect critical therapy or device operation. No adverse patient effects were reported.